Event description:
The doctor reported the implant was removed due to osseointegration failure, 1 month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. Soft tissue formation was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered and will need a new implant attempt.